Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl indicating that there is no ECG (electrocardiogram) waveform during self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective processor pca (printed circuit assembly). A third party repaired the processor pca to resolve the reported issue and the device was returned to service. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Philips received a complaint on the heartstart xl defibrillator indicating that there was no ECG (electrocardiogram) waveform during the self-test. There was no patient involvement at the time the issue was discovered. Analysis was performed by the customer only. Based on the results of the analysis provided by the customer, the cause of the reported problem was unable to be determined. A third party repaired the processor pca (printed circuit assembly) to resolve the reported issue and the device was returned to service. Although the customer claimed that the processor pca is defective, the processor pca was not available to return for further analysis. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator indicating that there was no ECG (electrocardiogram) waveform during the self-test. There was no patient involvement at the time the issue was discovered.

Event description:
It was reported to philips that the heartstart xl defibrillator does not have an ECG waveform. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.